Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the operational check. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm100 defibrillator indicating that the operational check failed. The rse evaluated the device remotely and instructed the customer to perform an operational check. The operational check passed and the device was fully functional. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device successfully passed operational testing and was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.